Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the glass cap is protruding from the metal cap and can rotate within the metal cap. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
84,037 joules of use and 12:54 minutes.

Event description:
It was reported that the "laser kept switching to stand-by. Monitor advised possible fiber life and to clean tip. Doctor didn't want to proceed with fiber." The procedure was completed using an alternate procedure (turp). There was "no injury" reported.